Manufacturer narrative:
Device analysis: sjm medical could not evaluate the product involved in this event since it was discarded and not returned. Also, the delivery system's manufacturing records could not be reviewed since the lot number was not provided. However, each delivery system is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. Conclusion: the results of this investigation are inconclusive because the product was not returned for analysis.

Event description:
According to the initial information received, a 26mm amplatzer septal occluder (aso) was placed using a 10f amplatzer 45 delivery system (ads45). The aso was determined to be too big but it could not be retracted into the ads45 sheath. The ads45 was not believed to be defective; it was suspected that the ads45 "accordioned" from multiple retrievals and deployments. Without being released from the delivery cable, the ads45 sheath was exchanged for a 12f mullins sheath which successfully retracted and removed the 26mm aso. A 24mm aso was implanted.